Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. The manufacturer internal reference number is: (B)(4).

Event description:
A director reported a suction break at 46% into treatment on a patient's left eye. No patient harm was reported. A secondary patient interface was scanned and suction was reacquired. Flap was completed without complication.

Manufacturer narrative:
Review for the day of treatment shows that the reported treatment was aborted due to the user interrupted the treatment during side cut and pressed the vacuum pedal instead of the laser pedal. This shuts down the vacuum pumps and the system will abort the started treatment. The reported issue is not caused by the system or the used patient interface but by the user which was also shown the user via an info message 'vacuum pumps stopped by foot pedal - treatment is aborted'. There is no technical problem and the reported problem is due to the user shut down the vacuum pumps by pressing the vacuum pedal instead of the laser pedal after he interrupted the treatment. The manufacturer internal reference number is: (B)(4).